Event description:
The manufacturer received information alleging a ventilator's fuses were tripped. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's fuses were tripped. The device was evaluated by the durable medical equipment representative. The fuse was reseated to address the issue. The device is currently still in patient use without issue.